Manufacturer narrative:
Block b3: exact date unknown, event occurred three months prior to the date the manufacturer became aware.

Event description:
It was reported that the patient had difficulty charging and communicating the remote to the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure, was doing well postoperatively and the explanted device was kept by the facility.